Event description:
Information from ae regulatory system: needle purchased on (B)(6) 2024. After using it at home, it was found that the cannula had fallen off and broken, then customer came to the pharmacy to inquire the incident. Ae report no. (B)(4). Call center contacted customer to acquire the information: the information reported in the ae regulatory system exists. In addition, customer supplemented information: quantity of affected needle was 1. No photos taken, no samples retained, and no customer response is needed. Incident was caused by improper use by the patient, reusing needle resulted in cannula bent and fallen off. This is not a problem with the quality of the needle. Sample availability: no. Sample availability details: no sample available.

Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformance's were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.